Event description:
It was reported that during the procedure, the liner could not be inserted into the cup. Another cup and liner were used to complete the procedure. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. Visual examination of the returned product identified that the liner was stuck inside of the shell and could not be removed. The liner had been inserted at an angle and could not be pulled from the shell or pressed into the proper position. The poly liner has been deformed around the lip of the shell. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The root cause of the reported issue is attributed to the surgeon not following instructions and inserting the cup over the liner at an angle. The ringloc bipolar surgical technique indicates that the shell should be assembled straight onto the liner, not at an angle for both back table and in vivo assembly. This complaint was confirmed based on the returned devices being assembled at an angle, confirming the inability to be assembled. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.